Event description:
It was reported that an infusion set insertion with an inset applicator did not deploy correctly, the site detached from the applicator, and the patient noted a small amount of blood and local site irritation; the patient subsequently replaced the infusion site, reconnected existing tubing, and resumed insulin delivery, and the issue was associated with the cannula and characterized as an infusion set deployment/connection problem with user handling involved. Symptoms included no clinical signs, symptoms, or conditions beyond the local site irritation reported by the user. Outcomes included no health consequences or impact and no injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure related to the cannula and infusion set deployment/connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.